Event description:
It was reported that during an unknown procedure, at the time for firing it cut but did not staple the tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line. The following information was requested, but unavailable: at what firing did the issue occur? What device was being used with the cartridge? Was buttressing material used? If so what type. Was the device difficult to close, fire or close? Were there any unusual noises heard?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? In the first fire. What device was being used with the cartridge? Ec60a. Was buttressing material used? Not. Was the device difficult to close, fire or close? Not. Were there any unusual noises heard? Not the analysis results showed that one ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photographs were received. Based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.